Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and the customer reported that quality controls (qcs) were recovering within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site and the cse determined that the reaction tray (rrv) cuvettes and lamp needed to be replaced. The customer replaced the lamp and rrv cuvettes and ran quality controls, which recovered within acceptable ranges. Siemens recommends that users replace rrv cuvettes every 4 months and to replace the lamp after 2000 hours of usage. The dirty rrv cuvettes potentially contributed to the discordant, falsely elevated glucose hexokinase and inorganic phosphorus results. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated glucose hexokinase_3, concentrated (gluh_c) and inorganic phosphorus (ip) results were obtained on a patient sample on an advia chemistry xpt instrument. The discordant results were reported to the physician(s). The samples were repeated on the same advia chemistry xpt instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated gluh_c and ip results.